Event description:
The customer reported that the insulin pump was stuck on the rewind screen. The customer stated that the esc button was responding, but the act button was not. The customer stated that he did not receive any alarms before the frozen screen. The battery was removed for more than five mins, and then inserted a new battery, but the screen was reading the same. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.